Event description:
The physician decided to place a protege everflex stent and when he brought an evercross pta balloon down to post dilate the stent; the beveled tip of the evercross caught on the proximal stent strut and bent it across the lumen of the vessel. The physician then had to use a .018 balloon and dilated the opening of the stent and pulled it back proximal to shape the proximal end of the stent. No injury to the pt reported. Please reference MDR 2183870-2009-00080 for the evercross pta balloon used in this procedure.